Event description:
Fracture of 2 biliary tubes. Pt was in for the scheduled monthly change of both biliary tubes. When tubes were removed, the tips of both catheters were fractured at the distal ends. This is the fourth event of this type for this pt. Pt has history of a liver transplant. Note: this is the 13th occurrence of catheter device failure since 10/2001. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).